Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image and critical pump error. Customer stated that insulin pump performed safety checks and an error was found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, peeling or fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Moisture damage on motor assembly and corrosion force sensor assembly.